Event description:
Pt stated while using the pulmomate nebulizer, it "almost burned my house down." The pt returned the nebulizer, the thick, hard plastic was wrapped. The model info is: devilbiss healthcare, model no: 4650d, s/n: (B)(4), date of mfg: h2012 115 vac 2.5 60hz.